Event description:
The report received from the affiliate indicated that during diagnostic coronary angiography, the infinity cath f6 inf tl jl 3.5 100 cm catheter fractured into two (2) pieces while engaged in the left main coronary artery. Additional information received indicated that: the procedure was elective and the patient was elderly. Due to severe spam of the radial artery, the approach was changed to right femoral artery. The aorto-iliac vascular tree was tortuous and heavily calcified making it difficult to maneuver the catheter. The catheter required repeated torquing and maneuvering to reach the ascending aorta and attempt engagement of the coronary tree. Before the left main coronary artery could be engaged, the catheter was found to be broken with the smaller piece resting on the lesser curvature of the aortic arch on fluoroscopy. Initially, an attempt was made to remove the separated catheter piece endovascularly. However, this was only successful in pulling the catheter into the right common femoral artery. It was not possible to snare the broken piece beyond this point. Following this the broken piece was successfully removed surgically by arteriotomy and manual removal. In view of the surgical removal of the device, the original planned coronary angiography was abandoned and the patient managed medically. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during diagnostic coronary angiography, the infinity cath (B)(4) 3.5 100 cm catheter fractured into two (2) pieces while engaged in the left main coronary artery. The procedure was elective and the patient was elderly. Due to severe spasm of the radial artery, the approach was changed to right femoral artery. The aorto-iliac vascular tree was tortuous and heavily calcified making it difficult to maneuver the catheter. The catheter required repeated torquing and maneuvering to reach the ascending aorta and attempted engagement of the coronary tree. Before the left main coronary artery could be engaged, the catheter was found to be broken with the smaller piece resting on the lesser curvature of the aortic arch on fluoroscopy. Initially an attempt was made to remove the separated catheter piece endovascularly. However, this was only successful in pulling the catheter into the right common femoral artery. It was not possible to snare the broken piece beyond this point. Following this the broken piece was successfully removed surgically by arteriotomy and manual removal. In view of the surgical removal of the device, the original planned coronary angiography was abandoned and the patient managed medically. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. (B)(4): one non sterile unit cath (B)(4) 3.5 100 cm was received coiled in a plastic bag. During visual analysis the catheter presented evidence of separation and perforation at 92 cm from the hub in the blue tip part, about 1 cm from the tip to body fusion. 4 kinks were detected along the blue tip, at 8 mm, 11 mm, 24 mm and 28 mm from the distal tip. The catheter was measured at different sections in order to verify ID/od against drawing (B)(4) and results were found within specifications, it confirms that there is a not discrepancy with the wall thickness. The received unit was analyzed under vision system; the catheter has several cuts and a perforation, evidence that a high force was applied during the procedure. The fusion section has no damage. Functional test could not be performed. The unit was sent to sem analysis; results showed that the catheter separation surface presented evidence of scratching and elongation. Excessive pulling could be related to the surface characteristics. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the catheter. The cause of the perforation could not be conclusively determined; however the internal surface presented several scratching. A review of the manufacturing documentation associated with this lot including extrusion process; presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter (body/shaft) separated in patient was confirmed through failure analysis. Review of the information provided and the analysis suggests that the patient's tortuous and calcified vasculature requiring excessive torquing may have contributed to the reported event. There is no indication in the reported event or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
After review, the event was changed from a malfunction to serious injury.

Manufacturer narrative:
The report received from the affiliate indicated that during diagnostic coronary angiography, the infinity cath (B)(4) 3.5 100 cm catheter fractured into two (2) pieces while engaged in the left main coronary artery. Additional information received indicated that the procedure was elective and the patient was elderly. Due to severe spasm of the radial artery, the approach was changed to the right femoral artery. The aorto-iliac vascular tree was tortuous and heavily calcified making it difficult to maneuver the catheter. The catheter required repeated torquing and maneuvering to reach the ascending aorta and attempted engagement of the coronary tree. Before the left main coronary artery could be engaged, the catheter was found to be broken with the smaller piece resting on the lesser curvature of the aortic arch on fluoroscopy. Initially an attempt was made to remove the separated catheter piece from within the vasculature. However, this was only successful in pulling the catheter into the right common femoral artery. It was not possible to snare the broken piece beyond this point. Following this the broken piece was successfully removed surgically by arteriotomy and manual removal. In view of the surgical removal of the device, the original planned coronary angiography was abandoned and the patient managed medically. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of catheter/body/shaft separated could not be confirmed. Review of the information provided suggests that the patient's vasculature and repeated torquing of the device may have contributed to the reported event. There is nothing in the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no actions will be taken.